Manufacturer narrative:
Citation: kook h et al. Savior in desperate situation: successful tavi for critically ill patient with severe aortic stenosis and concomitant constrictive pericarditis accompanied by radiation dermatitis, complicated by cold abscess in anterior chest wall. Heart surg forum. 2020 jun 12;23(4):e397-e400. Doi: 10.1532/hsf.2943. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient with a medical history of chronic constrictive pericarditis, severe aortic stenosis, atrial fibrillation, diabetes mellitus, and radiation dermatitis complicated by a cold abscess in the anterior chest wall. Due to the patient¿s comorbidities and severe frailty, the physician/author team decided to perform transcatheter aortic valve implantation (tavi) with a 31 mm medtronic corevalve (serial number not provided). During valve deployment, cardiac arrest occurred. Subsequently, the valve was rapidly deployed while cardiac massage and cardiopulmonary resuscitation were performed. The valve was successfully deployed with slightly lower apposition, and the patient recovered from cardiac arrest. Transesophageal echocardiography and aortography showed moderate paravalvular leak (pvl) and intact coronary arteries. Then the patient developed complete heart block (chb) and temporary pacing was initiated at 70 beats per minute. A post-implant balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon to reduce the pvl. Ventricular tachycardia occurred during the bav and cardioversion was repeatedly performed to restore normal sinus rhythm. Following the bav, the pvl resolved. Seven days after corevalve implant, a permanent pacemaker was implanted for the chb. The patient recovered from both heart failure and severe frailty after tavi. No additional adverse patient effects or product performance issues were reported.